Manufacturer narrative:
No manufacturing lot number was provided. Without this information it is not possible to include the expiration or manufacture date of the product. (B)(6). Without the return of the product or more information it is not possible to determine the cause of the burn.

Event description:
A hospital employee alleged that a male patient, age unspecified, had a cholecystectomy procedure on (B)(6) 2017. The man had a 3m universal electrosurgical pad placed on his femur. No skin preparation was performed. During the procedure the man was alleged to have a burn under the plate. The plate was removed without difficulty. A new plate was placed on the man's left ilium and the surgery continued. The injury was allegedly to be a third degree burn located on the left thigh. The size of the burn was not given. Medical treatment was not specified.